Manufacturer narrative:
The pump passed testing for delivery accuracy. The pump history was printed at the mfg facility. A review of the pump history shows that in 2007 at 1159, the pump was powered on and programmed to deliver at a rate of 100ml/hr with a volume to be infused (vtbi) of 1000ml and the delivery was started. At 1200, the pump was reprogrammed to deliver at a rate of 300ml/hr and the delivery was resumed. At 1454, the delivery was stopped and the pump was powered off review of the pump history indicates that the pump delivered as programmed.

Event description:
The customer contact reported the pt received more IV fluid than intended. At an unspecified time, the pump was programmed to deliver an unspecified IV fluid at a rate of 100 ml/hr with a volume to be infused of 1000ml and the delivery was started. No further programming parameters were provided. Approx. Five hours later, it was noted that the infusion was complete; however, the pump displayed a volume infused of 565ml. The device was removed from clinical service. During testing at the user facility, the pump delivered more than expected. Multiple unsuccessful attempts have been made to obtain add'l info including pt outcome.